Manufacturer narrative:
Photo analysis: visual analysis of the photographs a broken device, however it is not confirmed that it is complete at the same time biological tissue is seen red. Labeled left device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "silicone laden lymph nodes."

Event description:
Healthcare professional reported a left side rupture and "silicone laden lymph nodes." The device remains implanted.